Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizziness and presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited low impedance and noise, which led to pacing inhibition. The lead was capped and replaced on (B)(6) 2016. The patient was fine.